Manufacturer narrative:
(B) (4).

Event description:
The customer reported that horizontal noise like lines occurred on the right monitor at the workstation. Then the left monitor images turned to black.